Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2025, before the patient went to bed, the cgm was reading 170 mg/dl. At around midnight (B)(6) 2025), the patient received an alarm on the cgm app and the reading was 400 mg/dl. She took 6 units of insulin via humalog pen. The patient did not check a bg meter finger stick. She eventually passed out and her husband found her unconscious. While waiting for the ambulance, the husband provided the patient orange juice and a glucagon tablet. When emergency medical technician's arrived they checked a bg and it was 20 mg/dl. She could not recall what the cgm value was. The patient was treated with glucose via IV. The patient regained consciousness at around 6:00am. The patient's bg reportedly went up to a normal level. The cgm was removed by emts. They stayed with the "patient" for an hour and left when the patient was stable. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.